Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure, side branch stenosis was noted. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition as unstable angina (ccs class ii) as well as abnormal stress test or imaging stress test indicating ischemia prior to the procedure. The patient was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (prox lad) with 80% stenosis and was 19mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.50x20mm ng promus stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. The core lab reported 0% side branch stenosis per the baseline index angiography and 80% side branch stenosis per the post-procedure angiography.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).